Event description:
Pt experienced 3 or 4 episodes of sudden intense spasms almost throwing the pt out of pt's chair. It appeared the pt was receiving no baclofen. Episodes or symptoms would disappear as mysteriously as they appeared. Physicians initiated testing for infection etc. With no conclusive results. Device system tested with dye and rotor studies without conclusive results. One instance of volume discrepancy occurred. Patient was losing confidence in the sytem and did not want to attend social events etc. Device replaced and patient is doing very well now and has had no sudden severe episodes of spasticity.